Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack on the insulin pump near the battery compartment. Customer is unable to unscrew the battery cap to replace the battery. Customer stated that he might have tightened the battery cap too tight. No further information reported.

Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.